Manufacturer narrative:
The reported event of high capture thresholds was confirmed. As received, a partial lead was returned in two pieces. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil distal to suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to another device or feature of the patient anatomy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with high thresholds on the right ventricular lead. The lead was capped and replaced. The patient was stable.